Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device : missing'), vaginal haemorrhage ('abnormal bleeding(vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding(vaginal, menorrhagia)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude right fallopian tube". The patient's medical history included overweight. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding"), vaginal infection ("vaginal infection"), depression ("depression"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, d&c). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, pelvic pain, dysmenorrhoea, genital haemorrhage, vaginal infection, depression, bladder disorder, urinary tract disorder, weight increased and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion- (B)(6) 2013, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: failure to occlude (close) fallopian tubes- right tube.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: mr received: reporters were added. Lab test was added. Pshye injury was replaced with depression & new events- mental anguish, dysmenorrhea , abnormal bleeding(vaginal, menorrhagia), vaginal infection, device ineffective were added. Patients demographic was added. Follow up 3 and 4 processed together. On (B)(6) 2020: fu 3&4 proceeded together. Mr received; patient demographic was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem") and was found to have weight increased ("weight gain"). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, psychological trauma, bladder disorder, urinary tract disorder and weight increased outcome was unknown. The reporter considered bladder disorder, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pfs received-previously reported event injury nos was replaced with pain. New events abnormal bleeding, psy injury, bladder problem, urinary problem, weight gain, migration were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device : missing'), vaginal haemorrhage ('abnormal bleeding(vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding(vaginal, menorrhagia)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude right fallopian tube". The patient's medical history included overweight. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding"), vaginal infection ("vaginal infection"), depression ("depression"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, d&c). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, pelvic pain, dysmenorrhoea, genital haemorrhage, vaginal infection, depression, bladder disorder, urinary tract disorder, weight increased and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion- (B)(6) 2013, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: failure to occlude (close) fallopian tubes- right tube.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device : missing'), vaginal haemorrhage ('abnormal bleeding(vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding(vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude right fallopian tube". The patient's medical history included overweight, uterine bleeding, bacterial vaginosis, routine health maintenance and vulvovaginal mycotic infection. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding"), vaginal infection ("vaginal infection"), depression ("depression"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), anxiety ("mental anguish") and device expulsion ("hsg showed one of the coils fell out ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, d&c). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, pelvic pain, dysmenorrhoea, genital haemorrhage, vaginal infection, depression, bladder disorder, urinary tract disorder, weight increased, anxiety and device expulsion outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion- (B)(6) 2013, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2014: result: failure to occlude (close) fallopian tubes- right tube.. Ultrasound abdomen - on (B)(6) 2016: common bile duct mildly dilated up to 7 mm.. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: as per the mail communication this case was duplicate of case (B)(4) . All the information has been transferred from deletion case to this case event "hsg showed one of the coils fell out " was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.